Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m leaked during use. The following information was provided by the initial reporter: "we had a filter leak on some texium tubing today."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for investigation. Without any further information like a physical sample, the customer's complaint of leakage could not be verified and the root cause remains unknown. A device history record review for model 24301-0007t lot number 20096743 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m leaked during use. The following information was provided by the initial reporter: "we had a filter leak on some texium tubing today."